Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the sealing function of the trocar was broken down. There was no patient involved. Additional information has been requested, but not yet received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one balloon. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Upon initial inspection, a cut was observed on the valve seal. The blunt tip trocar balloon inflated properly, and no leaks were detected. All other components were in proper working condition. Replication of the observed seal damage may occur if the obturator is forcefully inserted into the cannula without the aid of lubricant or if the seal makes contact with an instrument. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and reassessed at that time.